Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte 2.75x28mm drug eluting stent to an unknown vessel, but was unable to cross the lesion. At this point the stent was withdrawn and it was noted that the arms of the stent were bent and broken. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.